Manufacturer narrative:
The reported failure of an active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging that a trilogy ev300 device failed the active exhalation test during evaluation associated with a field corrective action or field change order (fco) being implemented. No patient harm was reported, and the device was not in patient use at the time of the event. During follow-up repair, the device's 3-way solenoid valve and proportional valve (aecm) were replaced to address the test failure. A final report is being submitted. If new information becomes available following completion of the device repair that changes the outcome of the investigation or affects medical device reporting requirements, a follow-up or supplemental report will be submitted.